Manufacturer narrative:
Literature citation: alcala-zermeno jl, gregg nm, wirrell ec, stead m, worrell ga, gompel jjv, lundstrom bn. Centromedian thalamic nucleus with or without anterior thalamic nucleus deep brain stimulation for epilepsy in children and adults: a retrospective case series. Seizure: european journal of epilepsy. 2020;84:101-107. Doi: 10.1016/j.seizure.2020.11.012 literature abstract: the centromedian (cm) and anterior nucleus of the thalamus (ant) are deep brain stimulation (dbs) targets for management of generalized, and focal drug resistant epilepsy (dre), respectively. The authors report on a single center retrospective case series of 16 children and adults with dre who underwent cm with simultaneous ant (69 %) or cm without simultaneous ant dbs (31 %). Seizure frequency, epilepsy severity, life satisfaction, and quality of sleep before and after dbs were compared. Baseline median seizure frequency was 323 seizures per month (iqr, 71¿563 sz/mo). Please note this date is based off of the article¿s online publication date as specific event dates were not provided in the pub lished literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Device used for off label indication. The indication the device was used for was epilepsy management. Concomitant medical devices: product ID: neu_ins_stimulator, lot#: unknown, product type: implantable neurostimulator; product ID: 3387, lot#: unknown, product type: lead. Other applicable components are: product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: asku, UDI#: asku; product ID: 3387, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: it was reported a (B)(6) year-old male patient experienced implantable neurostimulator (ins) rotation that required pocket revision. It was noted the patient was being treated for generalized and focal seizures. It was reported a (B)(6) year-old female patient underwent a complete system removal due to a pocket infection that extended to the leads. It was noted the patient was being treated for multifocal seizures.